Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported they have a patient who presented with possible paradoxical hyperplasia to the lower abdomen post coolsculpting treatment.

Manufacturer narrative:
Additional information: a2, a3, a4, b3, b5, d1, and e1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the mid and lower abdomen on (B)(6) 2016 using the legacy coolmax applicator and presented with paradoxical hyperplasia (pah/ph).